Event description:
It was reported via repair work order that the arm cover and top cover were broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.